Event description:
It was observed that during the device evaluation, the subject device tested positive for 1 colony forming units (cfus) of klebsiella aerogenes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for inspection. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: 1 cfu. Bacterial identification: klebsiella aerogenes. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: no detection. Bacterial identification: na. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.